Event description:
Customer reports back to back testing on the same meter using different vials of strips with the same lot number while using the advantage system with results of 254 mg/dl and 182 mg/dl on the first vial of strips and 75 mg/dl and 77 mg/dl on the 2nd vial of strips. No quality control were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.